Manufacturer narrative:
This report is submitted on september 13, 2023.

Event description:
Per the clinic, the patient was hospitalized (date not reported) due to an infection at the implant site and the patient was treated with IV antibiotics and steroid (specific date and duration not reported). Subsequently, the patient underwent a needle aspiration puncture procedure on (B)(6) 2023 for extraction of purulent and an antibiotic (specific type, date and duration not reported) was added to the initial regimen. However, the issue could not be resolved. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on october 20, 2023.